Manufacturer narrative:
E1: medical corporation gi hanshin inguinal hernia day surgery gi surgery clinic. This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, the reported issue was confirmed. It was observed that the switch button #3 (sw3) core wire was kinked and the coating was peeling off (thinner). Therefore, by contacting that part with the switch button cable shield wire, it is shorted, and it is determined that sw3 was malfunctioning. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over a year since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it is likely that excessive bending stress was applied near the boot or repeated bending stress was applied causing the issue. In addition, since the imaging cable was also buckled at the same location, it is likely that the buckling hindered the sliding of other internal articles, leading to the buckling. However, a conclusive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that while using the subject device, touching the vicinity of the universal cord was causing automatic electronic enlargement. It is unknown when the reported issue was observed. There was no patient or user injury reported due to the event. Additional details were requested regarding the reported event, but no additional information was available.